Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the 3rd drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the customer had already resolved the issue prior to the fses arrival. The fse opened and closed all drawers. All drawers were functioning and opened normally, and no repairs were required. The system functioned as intended after the customer resolved the issue.